Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Head keeps coming off - oral-b [device breakage]. Case narrative: male consumer via phone stated that the oral-b toothbrush head kept coming off and did not click when it went on, coming off in his mouth while brushing his teeth. No injury was reported.

Event description:
Head keeps coming off - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: male consumer via phone stated that the oral-b toothbrush head kept coming off and did not click when it went on, coming off in his mouth while brushing his teeth. No injury was reported. 07-feb-2023 case update: the suspect product was oral-b power oral care refills crossaction eb50. No injury was reported. 06-mar-2023 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
06-mar-2023 product investigation results: product was identified as a non genuine oral b product, it was not manufactured under p&g control.